Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon indicated the clips did not always come out of the device and when it worked that the clips were distorted. The hospital didn`t inform us what kind of distortion happened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.